Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial # (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 26-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was having pump replacement due to medical judgement/device upgrade, no concerns for patient device or therapy. Physician opted to replace the pump segment due to medical judgement/device upgrade, no concerns for patient device or therapy. During the procedure the collet would not allow catheter to thread inside one end prior to "click" that attaches the catheter. The hcp attempted to trim catheter end needing to thread into collet multiple times, without success. Tried to thread and click together, without success. The collet did click together, but not able to get the catheter to stay threaded in the end during click. Used a new collet from 8785 kit, without issue. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.